Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 3 month. The lvad device was not explanted and will not be returning. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient¿s clinical picture was suspicious for a pump thrombosis, so the patient was started on subcutaneous lovenox to bridge to a therapeutic international normalized ratio (inr).

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.